Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) medical care customer service and reported that her hands are swollen and appear as though they sustained a chemical burn. The patient stated that the reaction is believed to be related to glove use; however, she was unable to provide complete product information. The patient further reported that she went to the unit for peritoneal dialysis treatment due to inability to move her hands. Communication was made with registered nurse (rn) (B)(6), who advised that the reaction could be associated with the gloves used, identified as nitrile exam glove medium 10-802b-0, lot 211140204. Standard order (B)(4) and dsd invoice (B)(4) were identified. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).